Event description:
It was reported that the right ventricular lead had a microdislodgment that caused loss of capture. During the repositioning procedure, the helix could not be advanced due to a possible over-retraction. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and all conductors were distorted. It was noted that there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, all insulators were breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.